Event description:
It was reported that a malfunction has occurred during surgery. Insert could not be installed. After multiple attempts, a backup device was used to complete the operation. No impact to the patient was reported.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert indicated damage to the locking detail and on the locking face. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.